Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer's blood glucose (bg) level was 380-560 mg/dl with a large level of ketones. The customer was vomiting. The customer delivered a bolus to address the bg and went to the emergency room. The customer was admitted to the hospital for diabetic ketoacidosis (dka). The customer had been disconnected from the pump and was treated with an intravenous drip for fluids and insulin. The high bg and dka were resolved. The customer reconnected to the pump. Although requested, the customer's discharge date was not provided.